Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When ns flush was connected to IV cathlon, there was leakage at the connection site. Attempted to disconnect and re-connect but was unable to have sealed connection when pushing fluids.